Event description:
Customer reportedly received results of 268 mg/dl and 65 mg/dl within 10 mins on the aviva system. The following day, he also received results of 86 mg/dl and 48 mg/dl within 10 mins on the aviva system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.